Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after implantation time of about 13 months, sensing disturbances were reported and the leads were explanted. There were no adverse patient effects reported.